Event description:
On 07-mar-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose reported up to 579 mg/dl and was evaluated at a healthcare facility following infusion set issues. The user did not receive medical treatment and glucose levels improved with continued monitoring and hydration. The user recovered and continued ilet therapy.

Manufacturer narrative:
The user experienced hyperglycemia requiring evaluation at a healthcare facility following infusion set adherence issues. This situation can result in elevated glucose levels requiring medical evaluation and supportive care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date beginning after multiple supply changes, consistent with inadequate insulin delivery due to infusion set issues. The reported difficulty with infusion set adhesion is consistent with a disruption in insulin delivery along the fluid pathway. Based on available information, the event was attributed to supply-related use issues and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.